Manufacturer narrative:
A sample was received for evaluation and the investigation determined that the sample received was already activated and defect reported was confirmed. The root cause was determined to be a burst pack due to an incomplete top seal. The machine was setup correctly and is designed with a mechanism which reduces the likelihood for this issue. Device history record review was completed on the reported lot v2s056, and the lot was manufactured and released in compliance with all requirements. No anomalies were found during review of the records. Cardinal health will continue to monitor complaint trends for this reported issue of burst and work to identify improvement activities to minimize reoccurrence.

Event description:
Customer reported that the nicu team had infant heel warmers explode while being activated and we have pulled the following lot from all baby units. No further information was provided after multiple attempts to obtain.